Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the back haptic tore. The surgeon replaced the lens and a tear in the capsule occurred during extraction of the lens. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens and a used cartridge were returned inside the opened lens carton. Viscoelastic was dried in the cartridge. A broken haptic was returned inside the tip of the qualified cartridge. The distal haptic tip was oriented toward the nozzle tip area. The broken haptic was adhered to the inner ceiling of the cartridge. The other haptic was broken and returned inside the assembled lens case. The optic was broken and a broken portion of the optic was returned adhered to the exterior of the cartridge. The cartridge had evidence of being placed into a handpiece. Information was provided that indicated the use of a qualified cartridge, handpiece and viscoelastic. Root cause: the root cause cannot be determined for the reported issue. The broken haptic was observed inside the cartridge tip, adhered to the interior ceiling. The distal haptic tip was oriented toward the nozzle tip exit. The plunger position relative to the lens during advancement cannot be determined. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the product. The manufacturer internal reference number is: (B)(4).